Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review could not be completed for this complaint and the lot provided is 'unknown.' To aid in the investigation, seventeen physical samples and three photos were provided for evaluation by our quality team. A visual inspection was performed on the returned samples and all have plunger rod damage. No other defects or imperfections were observed. The three photos provided show the samples received. Investigation conclusion: based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible for this defect to occur if there was a jam during the plunger rod assembly process inducing the symptom reported by the customer. Rationale: further action has not been determined necessary at this time. CAPA not required at this time.

Event description:
It was reported that syringe 20ml ll s/c 48 was damaged. This occurred on 17 occasions. The following information was provided by the initial reporter: during inspection at (B)(6), some syringes were damaged (cracked/chipped/scratched).